Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, both pressure transducer printed circuit boards (pcb) were identified as faulty and replaced. The issue was decided to be reported as the defective pressure transducer pcb may lead to high pressure. There was no patient involvement. Unfortunately, the claimed parts were not available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).